Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") in a 33-year-old female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies nausea, vomiting, constipation, or diarrhea. Denies fevers. She denies vaginal bleeding. Concurrent conditions included human papilloma virus infection since (B)(6) 2012. Concomitant products included diazepam (valium), duloxetine hydrochloride (cymbalta) since 2013, etonogestrel (implanon) since 2010, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), naproxen sodium (aleve) since 2013, nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / mild to severe constant pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (on (B)(6) 2013, diagnostic laparoscopy and unilateral salpingectomy - left salpingectomy). At the time of the report, the fallopian tube perforation, anxiety, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: 1 coil visible on left, 3 coils visible on right after placement. It was also reported that pain decreased shortly after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2013: showed no significant inflammation identified, biopsy site: portion left fallopian tube. History: pod 4, s/p essure placement with pain microscopic: cross sections of the fallopian tube lack significant inflammation. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received:event depression,anxiety,dysmenorrhea,abdominal pain added.concurrent condition,concomitant medication added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") in a 33-year-old female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies nausea, vomiting, constipation, or diarrhea. Denies fevers. She denies vaginal bleeding. Concomitant products included diazepam (valium), etonogestrel (implanon), ibuprofen (motrin), nsaid's, paracetamol (acetaminophen) and vicodin. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / mild to severe constant pelvic pain"). The patient was treated with surgery (on (B)(6) 2013, diagnostic laparoscopy and unilateral salpingectomy - left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain was resolving. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: 1 coil visible on left, 3 coils visible on right after placement. It was also reported that pain decreased shortly after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2013, pathology report showed no significant inflammation identified, biopsy site: portion left fallopian tube. History: pod 4, s/p essure placement with pain microscopic: cross sections of the fallopian tube lack significant inflammation. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") in an adult female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies nausea, vomiting, constipation, or diarrhea. Denies fevers. She denies vaginal bleeding. Concomitant products included diazepam (valium), etonogestrel (implanon), ibuprofen (motrin), nsaid's, paracetamol (acetaminophen) and vicodin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / mild to severe constant pelvic pain"). The patient was treated with surgery (on (B)(6) 2013, diagnostic laparoscopy and unilateral salpingectomy - left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain was resolving. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: 1 coil visible on left, 3 coils visible on right after placement. It was also reported that pain decreased shortly after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2013, pathology report showed no significant inflammation identified, biopsy site: portion left fallopian tube. History: pod 4, s/p essure placement with pain microscopic: cross sections of the fallopian tube lack significant inflammation. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received: patient¿s information was updated, concomitant medications were added, and the outcome of the event "pelvic pain" was amended to "recovering". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") in an adult female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (on (B)(6) 2013, diagnostic laparoscopy and unilateral salpingectomy - left salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient demographic information added. Essure removal date and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube') in a 33-year-old female patient who had essure (batch no: b09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies nausea, vomiting, constipation, or diarrhea. Denies fevers. She denies vaginal bleeding. Concurrent conditions included human papilloma virus infection since on (B)(6) 2012. Concomitant products included diazepam (valium), duloxetine hydrochloride (cymbalta) since 2013, etonogestrel (implanon) since 2010, hydrocodone bitartrate; paracetamol (vicodin), naproxen sodium (aleve) since 2013, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / mild to severe constant pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), back pain ("back pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (on (B)(6) 2013, diagnostic laparoscopy and unilateral salpingectomy left salpingectomy). At the time of the report, the fallopian tube perforation, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, pelvic pain and post procedural complication to be related to essure. The reporter commented: 1 coil visible on left, 3 coils visible on right after placement. It was also reported that pain decreased shortly after removal of essure. Patient received treatment for: pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results: total bilateral occlusion. Pathology test: on (B)(6) 2013: showed no significant inflammation identified, biopsy site: portion left fallopian tube. History: pod 4, s/p essure placement with pain microscopic: cross sections of the fallopian tube lack significant inflammation. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event outcome : back pain, abdominal pain, pelvic pain were updated to recovered. Event: back pain , post removal complication were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (laparoscopy with left salpingectomy due to complications from the essure). Essure was removed. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.